Event description:
New information received notes that the right ventricular (rv) lead exhibited noise recurrence resulting in multiple noise reversion and high ventricular rate (hvr) episodes recorded via home monitoring. Additionally, the noise oversensing caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition post procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right ventricular (rv) lead exhibited noise oversensing resulting in false high ventricular rate (hvr) episodes. Programming changes were made. The patient was in stable condition.